Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Sister of the patient called in stating that she will return the device because the patient passed away. She would like to return the old device. She thinks that the patient did not register the old device and she just wants to get a return label via email. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, section h - evaluation method, evaluation results and conclusion code has been updated.

Manufacturer narrative:
Additional information was received on aug. 13, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Sister of the patient called in stating that she will return the device because the patient passed away. She would like to return the old device. She thinks that the patient did not register the old device, and she just wants to get a return label via email. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit passed final testing. Section h6 updated in this report.